Event description:
Two discordant troponin I results were obtained on a vista 1500 instrument. The sample was re-tested on another vista 1500 instrument and these results were reported. There are no known reports of patient intervention or adverse health consequences due to the two discordant troponin I results.

Manufacturer narrative:
A siemens technical solutions specialist was contacted by the customer, and performed analysis of the instrument data. The cause of the two discordant troponin I results is not known. The instrument is performing within specifications. No further evaluation of the device is required.